Event description:
It was reported that the device had error 133.6090. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of reported error 133.6090. Technical support - replace the main speaker. Return the unit to the factory. Main speaker has been replaced, but the error still exist. Recommended replace logic board. (B)(6) will send unit in for flat fee repair. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. A review of the device history record showed the device had a manufacture date of 11 mar 2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine reported error code 133.6090. Recommended to replace logic board and customer will send unit back to the factory for repair. Device history record: a review of the device history record showed the device had a manufacture date of 11mar 2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : over the phone troubleshooting.

Event description:
It was reported that the device had error 133.6090. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of reported error 133.6090. Technical support - 1. Replace the main speaker. 2. Return the unit to the factory. Main speaker has been replaced, but the error still exist. Recommended replace logic board. (B)(6) will send unit in for flat fee repair. A review of the device history record showed the device had a manufacture date of 11 mar 2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device had error 133.6090. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had error 133.6090. There was no patient involvement.